Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained from the sales rep: ortho physician has used #1 stratafix symmetric for capsule closure for more than 6 years. In the past year he has had 5 arthrotomy dehiscence¿s that have happened 4-6 weeks post op. I have spoken with the surgeon, and he is the one who closes the arthrotomy not his pa. He has not changed his technique at all. I did uncover that he is not flexing the knee when he closes the arthrotomy and we did discuss the importance of that. He is just unsure why after all these years of doing it the same way he is now having issues.¿ ¿ what is the surgeon¿s experience with this stratafix suture? Used #1 stratafix symmetric for capsule closure for more than 6 years. ¿ on what tissue was the suture used? Joint capsule. The following information was requested, but unavailable: ¿ what was the post op exercise regime? ¿ what was the angle of the knee during closure? ¿ did the suture break in each patient? ¿ please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. ¿ date of index surgical procedure? ¿ what was the tissue condition (normal, thin, calcified, fragile, diseased)? ¿ when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? ¿ after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? ¿ did the surgeon then proceed with wound closure in the opposite direction of the first pass? ¿ was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? ¿ were two reverse stitches performed across the incision prior to closure? ¿ what tissue dehisced? ¿ please describe the appearance of the suture during the second procedure ? - did the suture break post-op? If so, where was the break noted (termination, middle, end)? ¿ were there any patient stress factors that precipitated the event of suture breakage post op? ¿ onset date/time of dehiscence? (# post op days) ¿ how was the dehiscence managed? ¿ please describe any surgical intervention required for the wound dehiscence including date and findings. ¿ did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? ¿ what symptoms did the patient experience following the index surgical procedure? Onset date? ¿ other relevant patient history/concomitant medications? ¿ what is the physician¿s opinion as to the etiology of or contributing factors to this event? ¿ what is the patient's current status?

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the post op exercise regime? What was the angle of the knee during closure? None. We discussed moving forward to flex the knee. Did the suture break in each patient? To my understanding yes. What is the surgeon¿s experience with this stratafix suture? He has been using stratafix symmetric since before I started with ethicon. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? On what tissue was the suture used? Capsule closure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Yes. After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Yes. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Yes what tissue dehisced? Please describe the appearance of the suture during the second procedure? Did the suture break post-op? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated the event of suture breakage post op? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? Dr. (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the post op exercise regime? What was the angle of the knee during closure? Did the suture break in each patient? What is the surgeon¿s experience with this stratafix suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Please describe the appearance of the suture during the second procedure ? - did the suture break post-op? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated the event of suture breakage post op? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on an unknown date and barbed suture was used. The patient experienced a dehiscence within the last year. The patient went back in for a revision and the strand of barbed suture was broken. Additional information was requested.